Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery. The patient presented to the cath lab in serious condition (possible myocardial infarction). Resistance was felt during advancement of the 2.25 x 28 mm mini vision stent delivery system (sds) over the guide wire inside the anatomy. The sds stopped advancing and was stuck on the guide wire. Due to the continuing deterioration of the patient, the guide wire and the sds were removed together as one unit from the anatomy. No attempts were made to remove the sds on its own. A new guide wire and another mini vision sds were used successfully to complete the case without further issue. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported difficult to position and difficulty removing the device were not confirmed. Based on the visual, functional and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported difficulties appear to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.